Event description:
During verification testing at the service ctr, it was found that the device intermittently sounded an audible alarm tone during an alarm condition.

Manufacturer narrative:
During testing, the device intermittently sounded an audible alarm tone during an alarm condition. This was due to a broken solder joint completing the circuit. The event that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case.